Manufacturer narrative:
Follow-up #1 and final report submitted. It was reported that after impaction, the strike plate broke into a few pieces. This resulted in not being able to disassemble the remaining piece of the strike plate from the in-line offset impactor and the end effector. Product evaluation and results: visual inspection: the 206270 shell impaction platform shows wear and tear (indentations on the top of the device and light scratches on the body of the device). The 206270 shell impaction platform is broken in two with the button separate. A picture of the broken device is attached. Functional inspection: the 206270 shell impaction platform was broken in two and the button was loose. The platform could not be used. The failure mode ¿strike plate broke into a few pieces¿ was confirmed. Dimensional inspection: not performed as the item has been used and the dimensions and tolerances on the print are no longer accurately represented by the part. Material analysis: not performed as no material failure is alleged. Product history review: review of the device history records indicate 29 devices were manufactured under lot: 45011115 and 29 devices were rejected for missing documentation on 11/13/2015. The missing documentation was supplied as part of qt-15-11-0040 and all 29 devices were accepted into final stock on 12/15/2015. Complaint history review: review of complaints for p/n: 206270, l/n: 45011115 within the trackwise database show 04 other complaints related to the failure in this investigation. Conclusions: the 206270 shell impaction platform shows wear and tear. The platform was broken in two and the button was loose. The platform could not be used. The failure mode ¿strike plate broke into a few pieces¿ was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
After impaction the strike plate broke into a few pieces. This resulted in not being able to disassemble remaining piece of the strike plate, the in-line offset impactor (209830-lot unknown), and the end effector (206967, lot: 19021214). The inline offset might be bent which might be causing the inability to pass through the strike plate. But the end effector should not be damaged in any capacity. However all three pieces are no longer effective. Case type: tha.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After impaction the strike plate broke into a few pieces. This resulted in not being able to disassemble remaining piece of the strike plate, the in-line offset impactor(209830-lot unknown), and the end effector(206967 - lot: 19021214). The inline offset might be bent which might be causing the inability to pass through the strike plate. But the end effector should not be damaged in any capacity. However all three pieces are no longer effective. Case type: tha.